Event description:
Additional information provided indicated there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged and the downstream occlusion seal was bubbled. Functional testing involved accuracy testing and showed the pump to be delivering at about 3% over. The problem source could not be identified. The expulsor was trimmed as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump over delivered by "7.5%." No adverse effects were reported.